Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Leaving me with a stuck tampon foreign body in reproductive tract pulled on it slightly, and the whole string detached, tampon, device breakage, pulled on string and it detached leaving tampon inside complication of device removal. Case description: consumer sent an email stating that tampon string detached after pulling on it slightly, leaving tampon stuck in vagina. No serious injury reported.